Event description:
It was reported that during a unknown procedure, the clips would fall out the device. The case was completed with another device of the same product code. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.